Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017. Customer changed out infusion set and reservoir, but later on that night she went up to high for the pump to read. She tried giving herself 10u of insulin, but sugars kept going high; sister took her to the emergency room. Customer had a back up plan of syringes (18) and novalogue u100. Customer stated that her blood glucose value was over 700mg/dl which was treated with syringes and intravenous in the hospital and got her down 300mg/dl. Current blood glucose value is 156mg/dl. The customer experienced symptom such as fatigue. The customer was wearing the insulin pump during the hospitalization. Customer also mentioned about getting no delivery alarm. Customer was assisted in performing a 5.0 unit fixed prime. Customer states the insulin exited. The insulin pump will not be returned for analysis.